Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2021, post-operation, the patient continued to massively bleed requiring many blood products and pcc, ddavp and protamine. The decision was made to take the patient back to the operating room for exploration. The patient arrived back to the ctsicu at 0005 on epinephrine-10, propfol, fentanyl amiodarone-0.5 and flolan. A neurologic exam was attempted but patient did not wake and follow. The sedation was attempted to be weaned multiple times and patient had altered mental status. On (B)(6) 2021, the patient presented with a progressive decline in multiple sclerosis (ms) and was unresponsive. A head CT (computed tomography) scan performed on (B)(6) 2021 showed infarct and revealed an age indeterminate right frontal and right parietal infarcts in watershed distribution. Anticoagulant on hold immediately post-operation secondary to bleeding issues. Heparin started on (B)(6) 2021. Pertinent labs, lactate dehydrogenase (ldh) increased to 2472 u/l which improved. On (B)(6) 2021 to ldh 731 u/l and tbili 15. Potential cause of acute liver failure and watershed stroke potential cause due to hypoperfusion event. As of (B)(6) 2021, the patient was off sedation for 72 hours and patient remained unresponsive. The patient¿s liver function test (lfts) demonstrated acute liver injury. A tracheostomy was placed on (B)(6) 2021. On (B)(6) 2021, a repeat hct was done which again demonstrated multifocal infarcts. Ltm showed no evidence of seizure and diffuse slowing. Over the course of the next week patient had no meaningful neurological status despite sedation wean trials. Patient's lfts continued to rise. Given patient's multi-system organ dysfunction and lack of meaningful neurological recovery, the decision was made for comfort measures only and patient was made do-not-resuscitate (dnr). The patient expired on (B)(6) 2021 at 1300. No autopsy was to be performed. The pump was expected to be returned once released from pathology on (B)(6) 2021. Cause of death reported anoxic brain injury thought to be related to implant surgery. No additional information provided.

Manufacturer narrative:
Section b5: the bleeding and difficulty engaging of the first pump is captured in related manufacturer report number: 2916596-2021-02792. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively determined through this evaluation. The account communicated that the patient was reported that on (B)(6) 2021, post-operation, the patient continued to massively bleed requiring many blood products, patient-centered care (pcc), desmopressin (ddavp), protamine, and anticoagulants being held. The decision was made to take the patient back to the operating room for exploration. The patient arrived back to the cardio-thoracic surgical intensive care unit (ctsicu) on epinephrine-10, propofol, fentanyl amiodarone-0.5, and flolan. A neurologic exam was attempted but the patient did not wake and follow. The sedation was attempted to be weaned multiple times and the patient had altered mental status. On (B)(6) 2021, the patient presented with a progressive decline in multiple sclerosis (ms) and was unresponsive. A head CT (computed tomography) scan revealed infarct and age-indeterminate right frontal and right parietal infarcts in watershed distribution. The account reported that the patient¿s liver function test (lfts) demonstrated acute liver injury. The potential cause of acute liver failure and watershed stroke was due to due to hypoperfusion event. A tracheostomy was placed on (B)(6) 2021. On (B)(6) 2021, a repeat head CT was done which again demonstrated multifocal infarcts. Heparin was started on (B)(6) 2021. The patient¿s lactate dehydrogenase (ldh) levels increased to 2472, then 731 u/l on (B)(6) 2021, and a bilirubin level of 15. On (B)(6) 2021, the patient was off sedation for 72 hours and the patient remained unresponsive. The patient had no meaningful neurological status despite sedation wean trials and the patient's lfts continued to rise. Given the patient's multi-system organ dysfunction and lack of meaningful neurological recovery, the decision was made for comfort measures only and the patient was made do-not-resuscitate (dnr). The patient expired on (B)(6) 2021 due to an anoxic brain injury. The heartmate 3 lvad, serial number: (B)(6), was not returned for evaluation. Multiple attempts for additional information were sent to the customer and no further detail was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 08dec2020. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU bleeding, stroke, hemolysis, and death as adverse events that may be associated with the use of heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (including right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during the patient's implant procedure on (B)(6) 2021, there was difficulty initiating the patient's first pump. Bleeding around the apical cuff was noted and the surgeon was unable to engage pump. At this point a second pump (serial number #: (B)(6) was opened and engaged properly and the case continued. It was reported that the second pump operated as expected. No autopsy was performed and the pump was not returned for evaluation.